Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate. Additionally, the customer reported the pump stopped all insulin delivery without user interaction. No reported adverse impact to the customer¿s blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer; however, customer did not respond.